Event description:
Customer reported the overvoltage alarm was sounding. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the isolation transformer. System is operating as intended.